Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This report is associated with 1819470-2006-00032, since there is more than one device implanted. Evaluation summary - the actual device was discarded; however, the contents of the complaint narrative suggestive that the device may have had both clear cartridge holder engagement tabs broken. This reported malfunction, broken engagement tabs, may cause an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional." Evidence of improper use/storage: no info was provided by the reporter to indicate the product was stored or used improperly.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who was also the pt's husband, who contacted the company to report a product complaint, concerns female pt. The pt's medical history was not provided. The pt received human insulin isophane suspension (humulin n, 22 units at night) and human regular insulin (humulin r, dosage unk) for an unspecified indication. The pt used a humapen ergo burgundy/clear pen (lot # unk) and a humapen ergo teal/clear pen (lot # unk) for the treatment of diabetes. The reporter stated that wear and tear had ground down the engagement tabs. When the pt pressed down the dosing button, it would stick. The pt operated the humapens. It is not known if the pt was a trained user. The type of needle tip used was not known. The duration of use and age of the humapens was over three years. The humapen ergo burgundy/clear pen and the humapen ergo teal/clear pen were not returned to the company for analysis.